Manufacturer narrative:
D6a. Implant date: implant estimated as implant was reported to have occurred in (B)(6)2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted in (B)(6) 2023. It was reported that the patient experienced a heart attack without symptoms between may and (B)(6) 2023, and on (B)(6), 2023, the patient experienced a cerebral vascular accident. The patient was placed back on anticoagulation medication. No further information was provided.